Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant in a left atrial appendage (laa). The patient had prior history of paroxysmal atrial fibrillation but was in sinus rhythm at the moment of closure. The 25mm device was successfully implanted meeting close criteria. The following day, the device embolized into the left ventricle. The device was surgically removed from the patient. The surgery went well and patient is stable. The implanter thinks the implantation was a little off axis and a sinus rhythm and a very dilated atrium left with laa in funnel.

Manufacturer narrative:
It was reported that amulet occluder was embolized into the left ventricle. The patient had prior history of paroxysmal atrial fibrillation, but was in sinus rhythm at the moment of closure. It was indicated that the implantation was a little off axis and a sinus rhythm and a very dilated atrium left with laa in funnel. Which may have contributed to the observed pericardial effusion and device embolization, however this cannot be conclusively determined. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The exact cause of device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as surgical removal of the occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.